Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing changed, it just stopped working. Patient was supposed to get a new implant but not till at least (B)(6) 2019. Patent provided their weight information. No further complications were reported/anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and chronic low back pain. It was reported that patient charges her implanted battery and the next morning the implant is depleted. Patient states she gets all 8 bars when she is charging. Implant helps her until it's not working. Troubleshooting was performed and patient was asked to sync with patient programmer (pp) and pp screen shows message to charge ins battery. Patient states she normally does not use pp. Patient was asked to use recharger to connect to implant and patient was getting all 8 coupling bars, ins charge level was 1/6 or 1/8 and charging, recharger was at 100% charge level and therapy was off. Further clarification was provided by the patient stating they usually look at the coupling bars to know when implant is fully charge. Information was reviewed with the patient explaining the meaning of coupling bars and ins battery level icon on recharger screen. It was reviewed that therapy will be off when ins is not at least 25% charged. Patient said she knows implant is off because she has not charged it. It was recommend to patient to charge implant at least 50% before turning therapy on and charge implant 100% today then monitor implanted battery icon level tomorrow and if ins depletes to 100%, to call to understand the information patient is getting on recharger screen, and to also contact her hcp. Patient stated she already called her hcp office; the event date was provided as (B)(6) 2018. An exact date was not provided. On (B)(6) 2018, patient further reported that they were charging too often. The ins battery charge used to last 5 days, but now after it is charged, it will be depleted the next morning. Patient charged the ins fully before calling. Patient connected with insr and reported seeing charge sufficient screen. Patient was asked if they recently changed settings or usage. Patient stated "not really." Patient noted her hcp is recommending a new ins, but has to wait until january "if she's lucky." No further complications were reported/anticipated.